Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed 12 years remaining longevity several months ago. However, recent device checked showed 6 years remaining longevity and had a current drain of 171%. Boston scientific technical services (ts) stated that this was exceptionally high and will be sending data for analysis. Furthermore, ts verified that the device was depleting unusually. The data indicates that there was a sufficient reserve for the device to maintain normal therapy functions for several days. There was an attempt to obtain additional information but the field representative had no further information. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicated that this pacemaker was explanted due to premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.